Event description:
The hcp reported that the pt was admitted to ICU a "few days ago" with sepsis and seizures. The pt reported to the hcp that the pump was alarming before pt was admitted. Since being admitted, the pt missed their refill appointment. The hcp reported that the pump was dry, although pt had not interrogated the pump. The pt was experiencing increased spasticity in addition to sepsis and seizures. The pt also became unconscious and was described as being "close to death". The pt was given oral baclofen and IV valium with no change noted in symptoms. The pump was subsequently refilled. The symptoms fully resolved and the pt recovered without complications within 4-5 days.